Manufacturer narrative:
Pro code (product code): lit-dqy.

Event description:
It was reported that balloon rupture occurred. The patient presented for vascular access intervention therapy. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified cephalic vein. A 6.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. However, during the second inflation at 25 atmospheres, the balloon ruptured. Additionally, a crack in the inflation lumen of the hub was observed from which pressure was thought to have leaked. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b - pro code (product code): lit-dqy. Device evaluated by MFR.: an athletis device was received for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure and there was no evidence that the balloon was inflated. A visual and tactile examination identified no kinks or damage to the shaft. The hub of the device was found to have a crack located in the inflation port. The balloon was unable to be inflated due to the cracked hub. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented for vascular access intervention therapy. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified cephalic vein. A 6.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. However, during the second inflation at 25 atmospheres, the balloon ruptured. Additionally, a crack in the inflation lumen of the hub was observed from which pressure was thought to have leaked. The procedure was completed with another of the same device. There were no patient complications reported.